Event description:
It was reported that the device went to end of life (eol) quickly and lost telemetry. At a clinic visit in (B)(6), estimate to replacement indicated less than 1 to 6 months of service . In (B)(6), patient "felt light-headed", went to the ER and the device could not be interrogated. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model.